Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she removed the insulin pump the night before because the insulin pump kept alarming change sensor. The customer also received a meter blood glucose now alarm. The customer's blood glucose was 416 mg/dl. The device was not returned.